Manufacturer narrative:
Establishment registration #: (B)(4). There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer alleges using the heating pad in her bedroom after a workout and received a burn on her hip. There was not a report of property damages with this incident.

Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer alleges using the heating pad in her bedroom after a workout and received a burn on her hip. There was not a report of property damages with this incident.